Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer blood glucose (bg) level was high, specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Additionally, a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.